Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('heavy abnormal bleeding') in a 45-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst (multiple small), pelvic pain, parity 4, multigravida, back pain, upper respiratory infection, sore throat, c-section, dyspareunia, heavy periods, benign neoplasm of corpus uteri, live birth (full term (37 weeks or greater)- 3), premature baby (premature (less than 37 weeks)-1) and miscarriage (miscarriages did you have- 1). Previously administered products included for birth control: depo-provera. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia"), 5 years 8 months after insertion of essure. On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal pain, pelvic pain, abdominal pain, abdominal pain lower, menorrhagia and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: insertion detail: trailing coils: left = 2, right = 2. Plaintiff received treatment for bleeding, migration, pain did not undergo removal as per ppf. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: result: pregnancy: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: genital hemorrhage, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New event back pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') and genital haemorrhage ('heavy abnormal bleeding') in a 45-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included nabothian cyst (multiple small), pelvic pain, parity 4, multigravida, back pain, upper respiratory infection, sore throat, c-section, dyspareunia, heavy periods, benign neoplasm of corpus uteri, live birth (full term (37 weeks or greater)- 3), premature baby (premature (less than 37 weeks)-1) and miscarriage (miscarriages did you have- 1). Previously administered products included for birth control: depo-provera. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia"), 5 years 8 months after insertion of essure. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with nsaids and surgery (pending surgery). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, back pain, vulvovaginal pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion detail: trailing coils: left = 2, right = 2. Plaintiff received treatment for bleeding, migration, pain. Discrepancy noted : date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: genital hemorrhage, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal) and did not undergo confirmation test. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6)-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst (multiple small), pelvic pain, parity 4, multigravida, back pain, upper respiratory infection, sore throat, c-section, dyspareunia, heavy periods, benign neoplasm of corpus uteri, live birth (full term (37 weeks or greater) - 3), premature baby (premature (less than 37 weeks)-1) and miscarriage (miscarriages did you have- 1). Previously administered products included for birth control: depo-provera. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia"), 5 years 8 months after insertion of essure. On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal pain, pelvic pain, abdominal pain, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: insertion detail: trailing coils: left = 2, right = 2. Plaintiff received treatment for bleeding, migration, pain did not undergo removal as per ppf. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: genital hemorrhage, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: ppf received. Reporter's information was updated. Added event menorrhagia, migration. Updated event onset date. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.